Event description:
It was reported that the patient presented in clinic with alerts for non sustained rv lead noise. Review of the strips showed sensing latency, and a single over sensed post paced t wave. No high voltage therapy was given. Reprogramming was discussed.

Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.